Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent surgical procedures on (B)(6) 2009, and that mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent exploratory laparotomy with extensive lysis of adhesions,abdominal sacral colposuspension, halban enterocele repair, cystourethroscopy, distal posterior colporrhaphy with perineorrhaphy due to vaginal vault prolapse, enterocele, stress urinary incontinence and rectocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe pain during intercourse, numerous urinary and vaginal infections, urinary incontinence, retention and leakage, abnormal vaginal bleeding, abnormal vaginal discharge with odor, blood in urine, abnormal bowel movements, rectal bleeding, lower abdominal inflammation with a sharp nerve pain on my left side that radiates down my legs, physical pain and discomfort, suffered psychologically and emotionally. It was reported that patient underwent mesh revision/removal on (B)(6) 2009. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary problems, fistulae, and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent surgical procedures on (B)(6) 2009, and that mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent exploratory laparotomy with extensive lysis of adhesions,abdominal sacral colposuspension, halban enterocele repair, cystourethroscopy, distal posterior colporrhaphy with perineorrhaphy due to vaginal vault prolapse, enterocele, stress urinary incontinence and rectocele. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe pain during intercourse, numerous urinary and vaginal infections, urinary incontinence, retention and leakage, abnormal vaginal bleeding, abnormal vaginal discharge with odor, blood in urine, abnormal bowel movements, rectal bleeding, lower abdominal inflammation with a sharp nerve pain on my left side that radiates down my legs, physical pain and discomfort, suffered psychologically and emotionally. It was reported that patient underwent mesh revision/removal on (B)(6) 2009. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary problems, fistulae, and dyspareunia.

Manufacturer narrative:
(B)(4). Reason for surgery: [(B)(6) 2009] vaginal vault prolapse;; enterocele; stress urinary incontinence; rectocele. Concurrent procedures: [(B)(6) 2005] exploratory laparotomy with extensive lysis of adhesions; abdominal sacral colposuspension; halban enterocele repair; cystourethroscopy; distal posterior colporrhaphy with perineorrhaphy. It was reported that following insertion the patient experienced ¿chronic pelvic and vaginal area pain, severe pain during intercourse; numerous urinary and vaginal infections; urinary incontinence; retention and leakage; abnormal vaginal bleeding; abnormal vaginal discharge with odor; blood in urine; abnormal bowel movements; rectal bleeding; lower abdominal inflammation with a sharp nerve pain on my left side that radiates down my legs; physical pain and discomfort; suffered psychologically and emotionally.¿ it was reported that patient underwent mesh revision/removal on (B)(6) 2009 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).